Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Attempts to f/u with the injecting healthcare professional have been unsuccessful, therefore info such as the lot number is not available at this time. Device labeling: undesirable effects: the pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: staining or discoloration of the injection site. Any other undesirable side effects associated with injection of juvederm ultra must be reported to the distributor and/or to the MFR. Warnings: do not inject into the blood vessels (intravascular).

Event description:
Healthcare professional reported during injection of the lips with juvederm ultra, pt's lip "turned white after 0.1 ml of product experiencing a vascular compromise". Injection was "abandoned and the pt was treated with hyalase, rectogesic ointment and heat."